Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received twenty-one appropriate treatments and two inappropriate treatments. The device was started up at 15:56:17 on 4/18/2024. At 07:12:07 on 4/20/2024, an arrhythmia was detected. ECG shows vt @ 180 bpm. At 07:14:17, the patient received the first appropriate treatment. Rhythm at the time of the treatment was vf with motion artifact. Post shock rhythm was severe bradycardia @ 10 bpm with pvc¿s and CPR/motion artifact. At 07:16:48, an arrhythmia was detected. ECG shows vt @ 220 bpm. At 07:17:18, the patient received the second appropriate treatment. Rhythm at the time of the treatment was vt @ 220 bpm. Post shock rhythm was vt @ 220 bpm. At 07:17:45, the patient received the third appropriate treatment. Rhythm at the time of the treatment was vt @ 220 bpm. Post shock rhythm was vt @ 230 bpm with CPR/motion artifact. At 07:18:19, the patient received the fourth appropriate treatment. Rhythm at the time of the treatment was vt @ 230 bpm. Post shock rhythm was vt @ 200 bpm. At 07:18:48, the patient received the fifth appropriate treatment. Rhythm at the time of the treatment was vt @ 230 bpm. Post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 07:19:23, the patient received the sixth appropriate treatment. Rhythm at the time of the treatment was vf with CPR/motion artifact. Post shock rhythm was vt @ 110 bpm with CPR/motion artifact. At 07:22:39, an arrhythmia was detected. ECG shows vt @ 220 bpm with CPR/motion artifact. At 07:23:29, the patient received the seventh appropriate treatment. Rhythm at the time of the treatment was vt @ 210 bpm with CPR/motion artifact. Post shock rhythm was one sinus beat degrading to vt @ 170 bpm. At 07:24:01, the patient received the eighth appropriate treatment. Rhythm at the time of the treatment was vf. Post shock rhythm was idioventricular rhythm @ 90 bpm with CPR/motion artifact degrading to vf. At 07:24:30, the patient received the ninth appropriate treatment. Rhythm at the time of the treatment was vf. Post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 07:25:11, the patient received the tenth appropriate treatment. Rhythm at the time of the treatment was vt @ 190 bpm with CPR/motion artifact. Post shock rhythm was asystole with cardiac activity transitioning to sinus bradycardia @ 40 bpm with CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 07:28:24, an arrhythmia was detected. ECG shows vf. At 07:28:55, the patient received the eleventh appropriate treatment. Rhythm at the time of the treatment was vf. Post shock rhythm was vt @ 190 bpm. At 07:29:23, the patient received the twelfth appropriate treatment. Rhythm at the time of the treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 07:30:01, an arrhythmia was detected. ECG shows vf. At 07:30:31, the patient received the thirteenth appropriate treatment. Rhythm at the time of the treatment was vf. Post shock rhythm was nsvt. At 07:31:02, the patient received the fourteenth appropriate treatment. Rhythm at the time of the treatment was vf. Post shock rhythm was sinus bradycardia @ 30 bpm with CPR/motion artifact. At 07:31:32, the patient received the fifteenth appropriate treatment. Rhythm at the time of the treatment was vf. Post shock rhythm was idioventricular rhythm @ 70 bpm with CPR/motion artifact. At 07:31:58, the patient received the sixteenth appropriate treatment. Rhythm at the time of the treatment was vf. Post shock rhythm was asystole with CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 07:32:46, an arrhythmia was detected. ECG shows vt @ 200 bpm with CPR/motion artifact. At 07:33:17, the patient received the seventeenth appropriate treatment. Rhythm at the time of the treatment was vt @ 200 bpm with CPR/motion artifact. Post shock rhythm was vt @ 160 bpm. At 07:33:51, the patient received the eighteenth appropriate treatment. Rhythm at the time of the treatment was vt @ 200 bpm. Post shock rhythm was vf with CPR/motion artifact. At 07:34:35, the patient received the nineteenth appropriate treatment. Rhythm at the time of the treatment was vf with CPR/motion artifact. Post shock rhythm was vt from 120-180 bpm. At 07:35:09, the patient received the twentieth appropriate treatment. Rhythm at the time of the treatment was vf with CPR/motion artifact. Post shock rhythm was vt @ 130 bpm degrading to vf with CPR/motion artifact. At 07:35:48, the patient received the twenty-first appropriate treatment. Rhythm at the time of the treatment was vf with CPR/motion artifact. Post shock rhythm was sinus bradycardia @ 20 bpm degrading to vt @ 190 bpm. At 07:42:34, the patient received the first inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at the time of the treatment was obscured due to CPR/intermittent cardiac activity. Post shock rhythm was obscured due to CPR/intermittent cardiac activity. At 07:43:07, the patient received the second inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at the time of the treatment was obscured due to CPR/intermittent cardiac activity. Post shock rhythm was obscured due to CPR/intermittent cardiac activity degrading to asystole. The electrode belt was disconnected at 08:04:39 on 4/20/2024.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.